Event description:
It was reported during coiling procedure, the aneurysm ruptured. The patient had a stroke and remained aphasic with right hemiparesis, confusion and agitation from time to time.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).